Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that for the past month they had been getting sensations from the ins coming up to their waist area in waves. Patient said it feels like they are being electrocuted from the inside. Patient also said every time they wash their hands the nerves in their hands are going crazy and their foot is tingling. Patient went to the ER and they took an x ray of their lower back and said the patient had a pinched nerve. Patient was sent to pt and pt thinks it is due to the stimulator. Reviewed how to turn stim off. Patient connected to the ins and therapy was already off. Patient said it feels like stim is on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.